Event description:
The technician alleged the brake caster is not locking. No pt impact.

Manufacturer narrative:
The technician found the brake caster is broken. Technician replaced the brake caster to resolve the issue.